Event description:
The reporter stated that during a spinal surgery procedure, the surgeon cleared away the t12 vertebral body fracture, then had difficulty expanding the implant to the proper length. He was able to expand the device to the superior endplate, but the cage would not retain the expanded length. Once the tension from the superior endplate was felt by the implant, the x pod collapsed a couple of millimeters. Two implants were tried and behaved similarly once inside the wound. Another type of device was used successfully instead. This report is related to the device that collapsed, but did not disengage. See manufacturer's report number 1530901-2010-00055 for the report of the device that collapsed and disengaged.

Manufacturer narrative:
To date, the investigation of the reported incident is still in progress.